Event description:
Six weeks post a intramedullary mailing for a right subtrochanteric femur fracture patient felt a sudden pain in right hip while walking. Upon examination he was noted to have failure of his hardware proximally with the nail appearing to have broken where the helical blade passes through it.